Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an evar procedure, the tip of the catheter dislodged within the iliac artery. The tip was successfully retrieved with a snare. No patient injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.